Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation/evaluation: reviews of the manufacturer¿s instruction, instructions for use (IFU), and quality control were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. Furthermore, reviews of the manufacturer¿s instructions and quality control procedures were conducted, and no gaps were discovered. Additionally, an IFU is provided with this device, which states ¿enclose the device in the sheath before removing from the tray/holder. Do not use excessive force to manipulate this device. Damage to the device may occur.¿ the complaint device was not returned. It was reported that the basket of the device would not function. There are multiple possible causes for the basket to fail to open or close. Based on the information provided and no product returned, investigation has concluded that a root cause for this event could not be established. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Concomitant devices: semi rigid ureteroscope with 3.6fr working channel. PMA/510k #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It is reported prior to a ureteroscopy using a ncircle tipless stone extractor to remove a stone from mid ureter, it would not "function." The complaint device was removed from the packaging and opened and closed (functioning properly) in the uncoiled position. The physician used one wire guide concomitantly with the complaint device to lead the scope. Once the basket was ready to be used, however, it would not open and close for the procedure. Another of the same device was used to complete the procedure. The patient did not experience any adverse effects as a result of this alleged product malfunction. The patient did not require any additional procedures as a result of this occurrence.